Event description:
The customer tested her blood glucose and received a high reading of 464 mg/dl using her contour meter. She retested using her other contour and received a reading of 83 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for eval. Replacement test strips were sent to the customer.